Event description:
The customer contact reported that the device had "no audible alarm". No event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not pass the high/low alarm test, there was no audible alarm tone in the low volume setting. The probable cause is a broken connector leg on the piezo buzzer circuit board. This report represents all the info known by the reporter upon query by hospira personnel.